Event description:
It was reported that the pump gained time on several occasions; a family member alleged that the clock advanced anywhere between several hours and one to two days. The most recent example reported by the family member was on (B)(6) 2011 when the pump gained two hours in less than 24 hours. She confirmed that the pump did not reboot, she did not remove the battery, and the time/date did not revert to the default setting. She did not report any blood glucose excursions related to this complaint. The issue is being reported because of the chance that the patient would receive incorrect basal or bolus delivery if this alleged malfunction were to recur.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box showed manual time changes on (B)(6) 2011 from 2:20 pm to 1:18 pm and on (B)(6) 2011 from 10:45 to (B)(6) 2011 11:47 am. No alarms related to the complaint were found in the alarm history. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.